Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient currently has a titanium trochanteric fixation nail system with helical blade in place. When the fracture collapsed the blade did not slide and ended up in the joint. As it stands now, the position and alignment is perfect, they are concerned that putting a shorter blade in will just end up following the same tract into the joint. No additional information is available.